Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the contact called tandem's technical support to verify if the pump was correctly delivering insulin during bolus delivery. Review of the pump data indicated that the pump was delivering insulin as expected. It was unknown if the customer's blood glucose level was impacted. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information regarding this event was provided.